Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the buttons were unresponsive. Customer advised they replaced the battery but the buttons remained unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant vibration. After disconnecting and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to verify the button keypad anomaly due to the blank display. The pump was received with minor scratches on the lcd window and case.